Event description:
It was reported the patient is experiencing pain at the ipg site whether stimulation is on or off. The patient plans to meet with his physician about the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.